Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka for the patient¿s left knee joint. During the surgery, when the surgeon fixed distal femoral cutting block with the steinmn pin (p/n: 869117p), the pin bent because the patient¿s medial posterior bone was hard. The surgeon tried to displace the cutting block back and forth, but he could not pull the pin because the pin was bent. The surgeon tried to pull the pin with a pin puller, but he could not thoroughly. And then, he tried to pull the pin with pin adapter (manufactured by other productor) which was loaded a power tool, but the pin broke in the adapter. Finally, the surgeon pulled the pin with a pin puller slowly over time. The broken piece of the pin was remained in the pin adapter, and there was no piece in the body. The surgery was completed within 30 minutes delay. No further information is available.